Event description:
It was reported that this right atrial (ra) lead unable to be placed successfully after multiple attempts to be repositioned. High capture thresholds and impedance issues were noted. No adverse patient effects were reported.